Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). Imaging was challenging, due to shadowing on the posterior leaflet. The first clip was implanted successfully. Immediately after the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. Based on the information reviewed and per the opinion of the physician, a cause for the slda could not be determined. The reported imaging issues were due to shadowing on the posterior leaflet (procedural conditions). The additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.